Event description:
The physician experienced difficulty during a refill procedure. They were able to aspirate the reservoir, but unable to fill it. The expected volume was aspirated (4.2ml), but only 8ml went in. Then the healthcare professional could not aspirate the 8ml back. The pump was delivering the drug in the pump normally and the pt experienced no symptoms. The patency of the kit tubing was confirmed; patency of the needle was also confirmed. The depth or positioning of the pump was not a problem. The problem was not solved after the locked reservoir valve procedure. Two days later, the problem persisted. X-rays of the pump were normal. The pump was replaced the following week. The physician did not recommend sending the pump back to be analyzed. The pt suffered no symptoms. The pump was used to delivery baclofen, bupivicaine, clonidine and dilaudid.

Manufacturer narrative:
(B) (4).